Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, while installing a new sensor, he noticed polargraphic gel leaking from the area where the sensor's two halves screw together. This junction was not tight. Since the event occurred during preventive maintenance, there was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.